Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, 100% stenosed, de novo lesion in the left superficial femoral artery (sfa). A ht command guide wire did not cross the lesion so it was changed for another non-abbott guide wire but it failed. Then the same ht command was advanced again and it was able to cross the heavy calcified lesion. Then a 1.0 mm non-abbott balloon catheter and other balloon catheters were advanced to the lesion but they did not cross. A support catheter was advanced but it did not cross. The ht command got stuck with a 3.0 mm non-abbott balloon catheter during advancement in order to crack the heavy calcification. The devices were removed from the anatomy as a single unit. A polymer sleeve about 5 cm proximal from the tip was found to be peeled and the core was revealed for the length about 2 cm. The peeled polymer was still on the guide wire and did not remain in the anatomy. A new command guide wire crossed the lesion, but other devices were unable to cross the lesion so the procedure was finished. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported peeled polymer, difficult to position and difficult to remove the balloon catheter were confirmed via returned device analysis. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation: coyote 3.0 mm, guide wire: astato, guide cath: prominent, sheath: destination. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.